Event description:
This is a report of unspecified peritonitis in a patient coincident with dianeal pd4 and extraneal therapies for end stage renal disease (esrd). Pd therapy was ongoing. The patient was already hospitalized for an unspecified indication when the patient was reported to have been using extraneal and experienced unspecified peritonitis. Remedial treatment consisted of unspecified antibiotics. The patient was recovering from this peritonitis event. This is one of several reports from the same reporter.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted.